Manufacturer narrative:
On 3/1/2017, biosense webster received additional information regarding this complaint: the device was discarded, and will not be returned for analysis. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). St. Jude medical brk-1 transseptal needle. St. Jude medical agilis medium curve sheath. (B)(4).

Event description:
It was reported that a male patient, approximately (B)(6), underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. During mapping, the patient became hypotensive and a tamponade was detected. Pericardiocentesis yielded an unknown amount of fluid. Surgeon was consulted. Pericardial drain was left in place. Patient was monitored. Patient required extended hospitalization as a result of this adverse event in the coronary care unit for monitoring. Patient fully recovered. It was suspected that the tamponade occurred as a result of transseptal puncture. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. Sheath used was a st. Jude medical agilis medium curve. Generator parameters, overall ablation time, and last ablation cycle time were not reported, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unknown range. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no error messages on any bwi equipment during the procedure.